Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read her blood samples as a control solution results. The complaint was classified based on the customer service representative (csr) documentation, and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2018. The patient was unable to confirm when the alleged issue began. During the follow-up call, the patient claimed the issue was intermittent and reported that on one occasion on (B)(6) 2017 she tested her blood glucose with the subject meter and obtained a result of ¿126 mg/dl¿ which the meter flagged as a control solution test. During the follow-up call, the patient stated that she manages her diabetes with oral medication (forxiga which was newly started), diet and exercise and that she tests her blood glucose 4-6 times daily. The patient informed the mss that she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient claimed that between 10:30 pm and midnight on (B)(6) 2018, after the alleged issue began, she developed symptom of ¿blurry eyesight.¿ the patient claimed that as a result of the alleged issue, she did not know if she was experiencing a high or low blood glucose excursion and was unable to confirm if she received any treatment for the symptom. During the follow-up call, the patient was unable to confirm if the last blood glucose test performed with the subject meter prior to the onset of the symptom was flagged as a control test. At the time of troubleshooting, the csr confirmed the test strips appeared in good condition and were not expired or opened past their discard date. The csr noted the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.